Event description:
The feed tubing connected to pt's dihydrotestosterone (dht) became disconnected & the tube feeds leaked into the PICC line dressing, reaching all the way to the insertion site. PICC had to consequently be removed and the pt required a new PICC to be inserted the next day. I had placed 3 additional peripheral ivs in order to continue pt's IV medication administration in the interim. The new tube feed tubing has an end piece consistent with a luer lock that is inserted into the dht. The luer lock isn't very secure and I've had several come lose on their own in the past. The way the dht hangs and where that connection is made from the dht to the tubing on a smaller individual leaves the connection site right where the PICC line is in an upper extremity.